Event description:
A nurse caring for an inpatient noticed that the fluid from a main IV line, which was being administered via a b braun outlook IV pump (controlled infusion device), began to back up into a piggyback bag which had been connected via y site to the main line. The IV pump appeared to be functioning properly and problem has been attributed to a defective pump set, ie the pump's dedicated IV tubing - lot#0060907421.